Event description:
A portion of the lead has been returned for analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out of range pacing impedances. The device had previously been programmed vvi due to the patient's chronic atrial fibrillation. A lead revision procedure was performed. At that time, the physician identified a lead fracture where the suture sleeve was located. The lead snapped while the physician was handling the lead. The distal fragment became inaccessible and was left in the patient. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The proximal segment of the lead totaling 200 millimeters (mm) was returned. Suture footprints were seen at 173-193 mm from the is-1 terminal pin. Both the anode and cathode wire were fractured at 200 mm from the terminal pin. The anode wire fracture showed signs of fatigue and overload while the cathode fracture showed signs of fatigue.